Event description:
It was reported that this system with a right ventricular (rv) lead and an off label implanted left bundle branch (lbb) lead showed non physiologic noise over sensing. Various origins were discussed for this issue but according to the field representative it was determined that the lbb lead was tapping on the rv coil. It was recommended to reposition the lbb lead. Both leads remain in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a right ventricular (rv) lead and an off label implanted left bundle branch (lbb) lead showed non physiologic noise over sensing. Various origins were discussed for this issue but according to the field representative it was determined that the lbb lead was tapping on the rv coil. It was recommended to reposition the lbb lead. Both leads remain in service at this time. No adverse patient effects were reported. Additional information was received from the field representative mentioning that the slack in the lbb lead was pulled back, eliminating contact with rv coil at the same initial procedure, before pocket closure. The lbb lead tapping the rv coil was observed via x ray in multiple views. The patient was fully recovered from the procedure and the leads remain in service. No additional adverse patient effects were reported.